Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log and also the picture provided by the customer. The logs indicated battery communication errors and several battery connection issues. It also indicated several power shutdowns by battery removal. The device was put through extensive testing which included bench handling, power cycling using a good test battery and was unable to reproduce the customer report. The battery connection assembly was replaced proactively. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.